Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the cgm reading was low and the patient felt the values on their blood glucose meter was not working. The patient stated that they believed the blood glucose values were ¿not plausible¿ and called an ambulance. At an unknown time, the cgm reading was low while the blood glucose reading was 36.0 mmol/l. The patient did not specify if this was a fingerstick taken by the patient and whether they were experiencing symptoms. When the paramedics arrived, the patient was taken to the hospital. No treatment was documented, however, at an unknown moment, and for unknown reasons, an ultrasound was made. The patient was hospitalized for 2 days. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.